Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The aware date should be 29-02-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material adhered to biopsy channel, auxiliary water channel, and plastic distal end cover. But the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviation from instruction for use were identified. The event can be detected and prevented by following the instructions for use: instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material attached to plastic distal end cover, jet tube and channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the no air was fed and the water supply volume does not meet the standard value due to the clogging of the nozzle in addition to the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.